Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented on (B)(6) 2021 for a pacemaker upgrade procedure. Before the procedure, it was noted that there was atrial lead noise which had caused inappropriate automatic mode switches. The physician planned to cap and replace the atrial lead during the upgrade procedure, but ultimately decided against it. The patient's condition was stable throughout the procedure.